Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-dec-2024. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed reddish material in the pebax. Microscopical inspection revealed a hole in the pebax. The device was connected to an ngen and carto 3 systems, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The magnetic sensor issue reported was confirmed, based in the pebax condition, this issue could be attributed to the reported event. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. The carto 3 system displayed a map magnetic distortion error (code 402) when the qdot micro catheter was inserted in the body. They had to re-zero the catheter. The catheter would come out of the left atrium shell. They tried moving the I away from the patient without resolution. They reseated the qdot micro dongle without resolution. The catheter cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure was continued. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-dec-2024 observed reddish material in the pebax. Microscopical inspection revealed a hole in the pebax.. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 23-dec-2024 and have assessed this returned condition as reportable.